Manufacturer narrative:
H3, h6) the system was serviced in the field and the emitter control panel and break-out box were replaced and the system then performed as intended. Codes b01, c07, and d02 are applicable to the system checkout. H3, h6) the product ID: (B)(4), lot: 603001686, was returned to the manufacturer for analysis on (B)(6) 2024 and analysis did not confirm the reported complaint. The side emitter was connected to a testing station for over 2 hours and it was reported to be fully functional without any issues detected. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: (B)(4), lot: 603007998, was returned to the manufacturer for analysis on (B)(6) 2024 and analysis did not confirm the reported complaint. The side emitter was tested on a testing station for an overnight burn-in testing and it displayed all green status for the duration of the test. The emitter was fully functional. Codes b01, c19, and d14 are applicable to this returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6 - evaluation of the returned em interface 9735825 lot# 603002345 confirmed the event. The led's on ports three and four remain amber and do not recognize the inserted instruments. The remaining ports function normal. Evaluation codes b01, c02, d02 apply. Evaluation of the returned controller (B)(6) lot# 603002508 found no fault with the component. Codes b01, c19, d14 apply. The controller (B)(6) lot# 0012086186 was returned unused. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, product ID: 9735824, product ID: 9735824, product ID: 9735825, product ID: 9735521. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the em side emitter was not functional. Audible functioning of side emitter = no noise on this system or 733. Switched side emitter with 733's: 733 side emitter did not function on 732 and 732 emitter did not function 733 system. Unable to access "print camera diagnostics" which would confirm non-functional em box. There was no patient involvement. After replacing the em controller and side emitter, the system was showing "localizer faulted". In emitter details break out box (bob) is green and connected, emitter is red and faulted. Opened em diagnostics, and the following was shown: status = faulted, amplifiers enabled = false, bob = connected, controller = connected, tca = faulted, all port statuses = disconnected, system faults = tca rom, tool faults none. Swapped to the original emitter and the "localizer faulted" error was not displayed, em diagnostics appeared as expected and emitter was green and connected in emitter details. Bob displayed amber light on ports 3 and 4, all other leds displayed as expected. They could not hear chirping from break out box. Plugged tracer pointer into port 2 and tracer was recognized by system as being connected to port 2 but geometry error was > 4mm and was unable to be tracked. Plugged tracer pointer into port 3 and tracer was not recognized by the system as being plugged in. Swapped emitters back to the newly sent out emitter, system immediately showed "localizer faulted".disconnected emitter and bob from the system and reconnected, no effect. Disconnected emitter and bo from system, shut system down, performed ups discharge, rebooted system and connected new emitter and bob = no effect. The emitter newly sent to her looked slightly damaged out of the box, with some scuff marks around the top and sides and residue covering the front. Additional information received indicated that after replacing only the break out box, the issue was resolved. System currently has the original emitter, the first replacement em co ntroller, and the replacement breakout box. The rep reported all statuses green for the emitter and break out box, expected chirping could be heard from emitter, and instruments could be tracked without issue.